Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The device is currently shipping from france to bbm in germany for investigation. A follow-up report will be provided after the inspection results are available. Reviewed the device history record and no abnormalities found during in-process and final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): fast flow. Infused in 30 hours instead 48 hours. Drug: 5fu + nacl.

Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen a(manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used (empty) easypump ii lt 100-50-s without packaging. The received sample was visually examined. Damages or manufacturing faults were not detected. As-received condition the white clamp was closed at the sample and the patient connector was not closed (the original wing cap was not handed over by the customer). Further on, we detected liquid at the patient connector (lla-cone) of the sample. Additionally the pump was filled with nacl 0.9 % up to the nominal value (100 ml) and a functional test respectively a leak test was carried out. The pump did work immediately (solution was running). Leakages were not detected on the sample. Flow rate test: nominal: 2 ml/h actual: 2.6 ml in 1 h; 5.2 ml in 2 hrs; 52 ml in 25 hrs leakages were not detected on the received sample. A fast flow (as described by the customer) could not be determined.